Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated that ins hasn't been used in 4 years and they are attempting to charge it. Hcp was in the room with patient and patient's sons. Caller described that they have been trying to charge to passive recharge mode since last night but the antenna locate numbers aren't going above the low 50s. Caller examined recharger and didn't see any damage. Technical services (tss) reviewed passive recharge mode process and explanation of numbers. Tss had caller move recharger away from ins and initially the antenna locate screen didn't show any numbers, only dashes but then updated to show low 50s. At one point, the caller placed the paddle directly over the controller and stated the antenna locate numbers changed to 49-100-100 but when placed back over the ins, they dropped to 48. Caller confirmed they were able to palpate the ins. The issue was not resolved through troubleshooting. A replacement recharger telemetry module (rtm) was sent out. Tss reviewed that there may be an issue with the recharger due to low antenna locate numbers or potentially there could be an issue at the ins pocket site where the recharger isn't able to locate ins. No symptoms were reported.